Event description:
Patient was being transferred from a chair to a bed when teh patient's legs weakened and buckled causing the patient's arms to fall into the sling of the stand.

Manufacturer narrative:
Lindsey hughes, patient safety specialist, confirmed the unit used during this incident was placed back in service after this incident. Operator's instructions for the equipment used in this incident states, "as patients do vary in size, shape, weight and temperament, these conditions must be taken into consideration when deciding if the ez way smart stand is suitable for their needs. Patients should be able to bear some weight, have upper body strength and be able to follow simple commands. If a patient does not meet each of these three criteria, an ez way total body lift must be used. Health effect - clinical code has not been provided by the end user.